Manufacturer narrative:
A steris service technician arrived at the facility and found the fitting on the jacket cooling line had failed causing water to leak. The facility's maintenance department replaced the fitting on the jacket cooling line prior to the technician's arrival. The technician verified that the maintenance department's repairs were correctly executed, tested the unit and returned the unit to operation.

Event description:
The user facility reported their renaissance prevac was leaking water. No injuries were reported. A procedural delay was reported in association with the event.